Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated to have pain in uterus and have the runs. Patient was advised to decrease stimulation at where pain was alleviated. Patient stated that the device was working but patient was just in pain still. Patient was advised to lower the stimulation but patient declined. Patient was still hurting real bad and was leaking more than before. Patient rated evaluation for urinary incontinence a "7" for much better and for fecal incontinence a "6" for better. Patient at min 50% improvement for both. Patient started the verify trial for bladder on monday and could not empty their bladder and was in pain because of this. Patient could not get a hold of their doctor. Patient was on 0.1v on the right side. Patient said the doctor's office had not given their instructions on changing sides or settings. Patient's stomach was swelling up really bad. Their bowel movement's have been like water. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.